Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient developed a large hematoma and a surgical intervention took place to drain the implant site. No additional adverse patient effects were reported.